Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system was unable to turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the hard disk led was not illuminated, indicating the drive was not being detected. To resolve the issue, the fse reseated the hard disk within the host pc, along with its connections. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.